Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated her ins stopped working on saturday, so she has been "dying" in pain all weekend. The patient indicated that all of a sudden she felt the ins run out of charge. The patient attempted to charge, but is seeing the reposition antenna message. The patient stated the battery is almost coming out of her skin meaning it is close to the surface because the patient lost almost 200 pounds since she got the implant due to illness. The patient was asked if the illness was related to their device or therapy, and the patient stated "I hope it's not the implant", the patient thinks it's her stomach and they think she has a tumor or structure in her stomach that caused her not to be able to keep food down and nutrients down. The ins may be flipped and moves all over the place on the patient's back and is painful when it moves. The patient has an appointment with their new pain management doctor in two weeks. The patient stated the illness/weight loss has been really bad for about six months, she's been losing weight for a year but then started getting worried at 6 months because it was too fast. The ins started moving around february or march. The charging difficulties just started on saturday. No further complications were reported. No additional patient symptoms were reported.